Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient got a code 1703 on the patient programmer. The caller indicated that the received the information via voicemail and did not have any other details. Troubleshooting was not required, the caller was not with the patient. Agent reviewed the meaning of the code. The manufacturer representative provided additional information stating that the cause of the error code was determined to be due to a high impedance on contact 2. The patient was reprogrammed by her neurologist 4/12 to avoid this contact and the patient will be checking the system with her patient programmer and will be following up with her neurologist. No surgery is scheduled at this time. This information is confirmed with the account.